Manufacturer narrative:
(B)(4). Device evaluated by MFR: the pump, hypotube, shaft, and tip were microscopically and tactile inspected. Inspection revealed that the male luer connector was cracked. Functional testing was performed by placing the device in the ultra-console. Functional testing showed a leak at the cracked male luer connector. The device was not able to prime due to the cracked connector. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be manufacturing related. (B)(4).

Event description:
It was reported a loss of aspiration occurred. An angiojet® solent¿ omni catheter was selected for a thrombectomy procedure in the superficial femoral artery. The catheter was prepped and began thrombectomy in the patient. Approximately 50 seconds into the procedure, there was a crack sound that came from the console. The catheter stopped working. There was saline leaking from the bottom of the catheter pump. The procedure was aborted and a lytic catheter was used. There were no patient complications reported and the patient's status was stable.